Manufacturer narrative:
Insulin pump received with currents in specifications. Insulin pump unable to prime during the prime/a33 test due to loose/protruded drive support disk. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was returned for unknown reasons. Customer's blood glucose levels were not included in the report. Product is being replaced.